Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 206mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The mother also mentioned that the device was stuck on the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device also alarmed during the prime test as a result of a loose drive support disk.